Event description:
It was reported, that "the tube used to inflate the cuff looked like it was cut." There was no reported injury and/or change in therapy. The involved device has not been returned for analysis as of the date on this report.

Event description:
It was reported, that "the tube used to inflate the cuff looked like it was cut". There was no reported injury and/or change in therapy. The involved device has not been returned for analysis as of the date on this report.